Event description:
It was reported patient underwent modular bearing exchange revision to repair non functioning extensor allograft on (B)(6) 2012. During procedure when the yoke component was removed and replaced, the mak loc pin could not be seated. A second mak loc pin was attempted for insertion and could not be seated. The original yoke component was reimplanted and a new mak loc pin could be inserted to complete the procedure.

Manufacturer narrative:
Evaluation of returned device found reported event confirmed. Event appears to be isolated. There are no additional units of this item in the field and no risk to patients with the device already implanted as event is for item not assembling. Review of device history records show that lot released with no recorded anomaly or deviation. This event is being reported on one medwatch.